Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "endoflator e321 error message", could be confirmed. The cause of the error code 321 can be attributed to a sensor deviation between control system (cs) and protect system (ps). If this deviation is too high, the unit will be set to a safe state which can be resolved by restarting the unit. Due to this restart, the sensors of cs and ps are realigned usually, and the unit can work as expected by the user. The additional determined issues are independent from the reported failure from customer. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "an e321 error message occurred during medical procedure, and the insufflation was stopped. The issue was resolved by power cycling the unit and successfully finishing the procedure". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).